Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump¿s audio tones and vibrations functioned appropriately. The pump correctly vibrated when reproducing a pump warning. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The intermittent vibration issue was not able to be duplicated during investigation.